Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2016 with blood glucose of 600 mg/dl. Customer had symptom of vomiting. Customer was hospitalized due to diabetic ketoacidosis and urinary tract infection. Customer was hospitalized for three days and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. It was reported that sensor was received broken in the package. It was also reported that display screen was difficult to read. Caller was advised that insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had broken reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, cracked lcd window and minor scratched lcd window. The insulin pump passed the displacement accuracy test.